Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges skin irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation CPAP pro device was returned to a third-party service center for further evaluation. During evaluation, sound abatement foam degradation was not observed. The service center also retrieved and reviewed the device's error logs. There were no errors found. The third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped after device evaluation was completed.